Manufacturer narrative:
There was no button error alarm during testing. However, the unit had an intermittent up button response due to moisture damage on the keypad traces. The unit had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, a cracked reservoir tube window, and a cracked case at the reservoir tube window corners.

Event description:
The customer called to report a button error alarm. The customer's reading was 61 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer's device was replaced, and returned for analysis.